Event description:
The pt reported, he changed the insulin cartridge of his infusion device of the first time in 2009 and the next day, he had elevated blood glucose readings of 260 mg/dl. His target range is 90-130 mg/dl. Two days later, he had a reading of 363 mg/dl which he treated by giving himself 8 units of insulin. He said he felt foggy-headed and couldn't think. He had elevated blood glucose readings the following day but woke up this morning with his readings back to his normal range. He said he removed the infusion set tubing from the headset and primed but did not see insulin dripping from the tubing. He then removed the tubing and primed but still did not see any insulin drip. He stated that when he changed the cartridge the day prior to event, he noticed there was no plunger at the bottom of the cartridge. He said, the plunger must have remained attached to his device piston rod and, when he inserted a new cartridge, the new cartridge went on top of the plunger. He stated there was air between the 2 plungers in the cartridge. The pt was assisted with switching to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.